Event description:
Caller reported tandem mobi cartridge alarm, which caused customer¿s blood glucose level to exceed 500 mg/dl, displaying as ¿high.¿ no action was initially taken by the customer to address elevated blood glucose levels, and no assistance from third parties was required. Tandem technical support confirmed the cartridge alarm and guided the caller through steps to resolve the issue, including removing the cartridge and delivering a bolus. The bolus was completed successfully, and although the customer was unable to reload the original cartridge and resume therapy initially, support helped them load a new cartridge properly, allowing insulin therapy to resume successfully. The issue was resolved.